Event description:
It was reported that the patient was experiencing a seizure and patient believed was a stroke. The patient reports that the left side of her face fell and was numb, her left arm became numb, and experienced loss of speech. The patient was brought to the hospital and was advised that she was experiencing complex partial seizures. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.